Event description:
It was reported that the right ventricular (rv) lead impedance and threshold measurements had risen into a high range. The pace/sense portion of the lead was capped and replaced with a new pace/sense lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076 implantable pacing lead 2008 (B)(6); 5076 implantable pacing lead 2013 (B)(6); 5867 crdm adaptor 2013 (B)(6). (B)(4).